Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction codes reappeared, and they acknowledged and understood these instructions.